Manufacturer narrative:
A new drive unit had to be shipped in to lengthen the patient. This incident of the drive unit not working resulted in a 10 days delay for the procedure to be carried out. The motor drive is suspected to be damaged. This investigation is ongoing and the results including full details on the broken down drive unit and the outcome of the jts lengthening will be provided in a supplemental report.

Event description:
It was reported that the drive unit for the custom jts distal femur implant would not turn on. The unit arrived, at the patient's appointment venue, damaged. It was also noted that there was a loose screw rolling around inside the unit. As a result lengthening of the jts implant could not be performed. (B)(4).

Manufacturer narrative:
Device investigation determined that the drive unit required a replacement motor and transformer. The drive unit was damaged during shipping to the healthcare facility. This particular jts drive unit was functioning as intended at the previous facility. After the unit was transferred to the patient's appointment venue, it was identified as damaged. A new drive unit was dispatched and the lengthening procedure was successfully completed on (B)(6) 2016 with no reported complications. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. As this is an isolated incident, the case will be closed and siw will monitor for any reoccurrence's and trends.

Event description:
It was reported that the drive unit for the custom jts distal femur implant would not turn on. The unit arrived, at the patient's appointment venue, damaged. It was also noted that there was a loose screw rolling around inside the unit. As a result lengthening of the jts implant could not be performed. This is a supplemental report to 3004105610-2016-00008 ((B)(4)).